Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. (B)(4). The guide wire was returned for evaluation. The distal segment (the wire tip through the solder set at 200mm from the tip) of the returned guide wire was deformed helically. That deformation was assumed to be made by friction applied on the coils. Microscopic observation showed that the distal segment of the coil wire was elongated and fractured. Under the elongated coil wire, the underneath inner coil wire was exposed. The core, composed of a core wire and a twist wire, was found fractured distal to the exposed inner coil wire. The fracture end of the coil wire showed necking that was caused by excess tensile stress. Microscopic observation of the core found necking of the fracture ends of both core wire and twist wire. By measuring the returned guide wire, it was concluded that approximately 20mm of the coil wire and approximately 7mm of the core were not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received for this lot. Based on the obtained information and investigation outcome, it was concluded that tensile stress applied upon wire removal exceeded the guide wire's design limit when the wire tip was being trapped possibly by the overlapped stents. The core was assumed to be fractured by the excess tensile stress and the coil wire was assumed to be elongated by further tensile stress applied upon wire removal and eventually fractured. There was no indication of product deficiency. This incident was considered serious injury because remedial action was taken to retrieve the separated tip by snaring. Although there were reportedly no adverse patient effects, the separated tip was not returned; therefore, a possibility could not be completely ruled out that the wire fragment might be left in the anatomy. Instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] do not manipulate the guide wire through strut of stent; and, [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the procedure was to treat a moderately calcified 90-99% stenosis in the rca #3. The rca #2 was stented in a past pci. An asahi guide wire was advanced to the 4pd for protection. A stent was deployed in #3 as about 4mm of the stent would be placed over the existing stent in #2. Post-dilatation was performed twice at 12 atm. When the physician attempted to remove the guide wire, the tip got stuck in the overlapped stenting segment and it could not be removed. Unspecified micro and balloon catheters were advanced to release the stuck wire, however, the attempts failed. A snare was then advanced distally as close as the distal segment of the stuck guide wire and successfully captured the wire tip. The patient was discharged home the next day without problem after the pci.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.